Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirm the reported problem. Upon troubleshooting, fse checked the power supply to mpd control unit, which was ok, so the mpd control unit was defective. To resolve the problem, fse replaced mpd control unit. After replacement of mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.